Event description:
Customer reported receiving a no delivery alarm during prime multiple times. Customer stated that he started with a new reservoir and an infusion set and continued to receive no delivery alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.